Event description:
It was reported that a device was used during a sigmoidoscopy. After firing the device, the donut did not cut completely. Repair were made by hand suture. There were no consequences to the pt.